Manufacturer narrative:
(B)(4). Concomitant medical products: item# 912076; jgrknt 1.0mm mini 2-0 ndls; lot# unknown. (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01037.

Event description:
It was reported that during the surgery, the clear sleeve of this product didn't move smoothly. So, the surgeon couldn't use this product for the surgery. Therefore, he used an alternative product to complete the surgery. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g4, g7, h1, h2, h3, h6, h10 complaint sample was evaluated and the reported event was not confirmed. Visual examination of the returned product identified that the anchor was not assembled to the tip and sleeve was all the way up to the handle on both the devices. A function check was done on the device and is conforming. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the product determined that no failure was found as the product functions as intended. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmerbiomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.